Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 2000 ohms triggering a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Isometric testing was performed which exhibited rv noise and oversensing resulting in pacing inhibition. It was noted that there was no asystole observed. In addition, there was no capture observed in the bipolar pacing configuration. An x-ray was performed and confirmed that this rv lead was fractured. As a result, the lead was explanted and replaced. There were no additional adverse patient effects reported.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the whole lead was returned intact. Setscrew marks were observed on the terminal pin in the correct location. The helix was retracted with dried blood and body fluid in the helix housing and tip region. The stylet was returned in the lead lumen and dried blood and body fluid were also noted in the terminal pin opening. Continuity testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil exhibited damage approximately 224 to 235 millimeters from the terminal pin. Within this area, there were several coil dislocations noted and a fracture approximately 232 millimeters from the terminal pin. The insulation was also torn in this location. The characteristics of this damage and the associated fracture are consistent with clavicular crush. Analysis concluded that the clinical observations of high out of range pace impedance, noise, oversensing, pacing inhibition and failure to capture were likely caused by the confirmed fracture.